Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that customer woke up and there was a crack on display screen. It was also reported that battery was not lasting more than one week. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller mentioned that customer was having high blood glucose and some registered at 600 mg/dl. Insulin pump would be replaced.